Manufacturer narrative:
Due to character limit in block e1 event site name is (B)(6) hospital, event site address: (B)(6), contact person phone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was placed at 19:00 on (B)(6) 2024. Upon connection to the console, the balloon failed to inflate completely. A thorough check of the console and balloon revealed no other abnormalities. Consequently, the balloon was removed, and a new balloon was used.

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Reference ID: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was placed at 19:00 on (B)(6) 2024. Upon connection to the console, the balloon failed to inflate completely. A thorough check of the console and balloon revealed no other abnormalities. Consequently, the balloon was removed, and a new balloon was used. No harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings and investigation conclusions), h11 corrected field: b5, d4 (exp date), h6 (health effect clinical code and impact codes) d4 (serial) should be left blank. Kindly revert this field. Due to character limit in block e1 event site telephone: (B)(6). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The insertion components, extender and pressure tubing were also returned. The pressure tubing was unused. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.